Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the tip of the guidewire broke inside the patient. No further information is available now.

Manufacturer narrative:
Expiration date : added, manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that during the procedure, the tip of the guidewire broke inside the patient. No further information is available now.